Event description:
Customer reports being cut by the ampule while crushing the direct check control vial. Customer did not use the protective sleeve, which is provided for use when control vials are activated. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR unable to perform evaluation as quality control product not being returned from user facility, and user facility unable to provide lot number of quality control product involved. Conclusion: user error contributed to event.